Manufacturer narrative:
Customer report of balloon issue was confirmed. Balloon was found to be ruptured and inverted over distal tip. After returned the balloon to original position the rupture edges appeared to match up. No visible damage or inconsistency was observed from the returned unit. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that during perfusion of the coronaries through the retrograde cardioplegia cannula at a suitable flow rate of 80-100 ml/min, the self-inflating balloon burst. The retrograde cardioplegia could not be administered and it was used only anterograde cardioplegia. Balloon ruptured was confirmed upon successful removal of the catheter without using any guide or stylet. There was no reported injury for this patient since it occurred at the end of the procedure, just a delay in exchanging the device.

Manufacturer narrative:
H10: additional manufacturer narrative: per original manufacturer device history record (DHR) review, all materials, components, and devices were manufactured per the qualified processing parameters. No deviations or nonconformances were identified. Also, all operators performing the pregnancy inspection are fully trained to perform the inspection. A definitive root cause cannot be conclusively determined, however, manufacturing and or supplier issues, patient and or procedural factors, and or use error may have contributed to the rupture. Over pressurizing the balloon, as well as calcification near the coronary sinus, may have contributed to the rupture. There are multiple inspection points (100% inspected in process) during manufacturing to detect a nonconformance of the balloon: wall thickness measurement, visual inspection, leak testing, and pregnancy testing. It was determined that no further corrective actions or additional inspections are needed at this time.